Manufacturer narrative:
(B)(4). Initiating therapy with an incomplete prime is a known cause of a system error 2240. The patient at home guide instructs the user to ensure that all of the line are properly primed prior to initiating therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review can be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during peritoneal dialysis, in initial drain. The home patient (hp) was connected at the time of the alarm but the cassette's patient line had not been properly primed prior to hp connection. The technical service representative (tsr) had the care giver (cg) close all of the clamps and cycle the power. A system error 2367 occurred and the hp cycled the power again to get to "press go to start". At "load the set", the hp removed the cassette. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.